Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
The event is no longer reportable to the FDA as the device is not PMA approved. Additional, corrected and/or changed data: b.5, d.1, d.4, g.4, h.4.

Event description:
Healthcare professional reported left side rupture. This event is no longer reportable to the FDA as the device is non-PMA approved.